Manufacturer narrative:
The insulin pump was received with corroded battery tube. However, the insulin pump received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. The insulin pump had cracked case on the back at the battery tube area and battery tube threads, fading serial number label, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 237 mg/dl at the time of incident. Troubleshooting found that the customer swam in the water with the pump. The customer was advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.